Event description:
It was reported that the device gave an alert for low impedance measurements. Noise was observed on the rv coil to svc coil egm during isometric and positional testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Manufacturer correction: clavicular crush was noted but did not result in any electrical dysfunction. Due to abrasion at the proximal end of the svc coil, intermittent contact was noted between the rv shock cables and svc coil.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking from the seal cap. They were able to complete the procedure with the same trocars. There was no patient impact.

Manufacturer narrative:
Analysis confirmed the low impedance observed in the field. Clavicular crush was noted at 30.5cm from the connector pin. The insulation of the rv cables sustained an abrasion from the inside out under the proximal end of the svc coil in the area of the crush. The rv cable was exposed under the proximal end of the svc cable. The insulation was damaged through, resulting in an intermittent contact between the rv and the svc coils. .